Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to dislodgement caused by twiddlers syndrome. Due to patient anatomy and deteriorating patient condition, the physician chose not to replace this lead and downgraded the system to a single chamber ICD. Should additional information become available, this file will be updated.